Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Unknown star talar component: medium (36mm x 35mm), right. (B)(4). Device remains implanted.

Event description:
An 8-9mm radiolucency was noted on the medial tibial side.

Manufacturer narrative:
Product inquiry stated the tibial comp, single coated us vers, x-large, the sliding core uhmpwe, 10 mm and the talar comp, single coated us vers medium, right to be the subject products. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A physical examination could not be carried out as the devices could not be returned for evaluation (were still implanted). Thus, a reasonable examination and investigation was not possible. Referring to the event description, a 8 to 9 mm radiolucency (bone cyst) had been detected on the medial tibial side via radiographs, when the patient returned to the hospital for a 12 month follow up visit. The patient stated having no functional difficulties (i.e. Difficult walking, pain with ambulation, etc.) For the affected ankle. A/p and lateral x-rays were taken showing the devices being intact and well positioned. Further information on the resolution was not available as the patient was lost to follow up. Cysts in general had been experienced and are nominated in the scientific literature. It does not present an unanticipated event in itself. ¿the by-products of frictional wear between the metal and polyethylene components of joint replacements lead to peri-prosthetic bone resorption. This process is named osteolysis and can result in subclinical or significant bone loss, loss of implant stability, subsidence, and implant failure. Osteolysis has been studied extensively related to hip and knee replacements, but factors such as polyethylene composition and thickness, implant stability, two- vs. Three-component designs, alternative bearing surfaces, and component design related to total ankle replacement have not been thoroughly defined¿¿. ¿early recognition, monitoring, and treatment of progressive peri-prosthetic osteolysis may prevent loss of implant stability. Screening radiographs at regular intervals in patients with stable, painless, well-functioning ankle replacements may demonstrate early osteolytic lesions. Computed tomography (CT) scans may help define the lesion size and find lesions not seen on standard radiography. Debridement of the cyst and grafting, correction of malalignment if present, and polyethylene exchange may arrest progressive osteolysis and should be performed before implant failure.¿ cyst formation was furthermore clinically assessed by a hcp: ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. Based on the above information, a deficiency of the devices in questions was not verified. Nevertheless as the exact cause of cyst formation is still poorly explained / understood and probably multifactorial, a correlation between implants and cyst formation could not be excluded. Osteolysis and/or other periprosthetic bone loss (like cysts) are listed in the IFU as adverse effects.

Event description:
8-9mm radiolucency was noted on the medial tibial side.